Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and initially displayed an accurate fill estimate of over 60 units of insulin. Then, the insulin gauge displayed 105 units of insulin. There was no impact to the customer's blood glucose level.